Event description:
The spouse called to report battery problems. The spouse does not have the pump for testing at the time of call. The spouse stated that the customer is in intensive care and was hospitalized for high blood glucose and dka. Also the spouse mentioned that the customer removed the pump and attempted to revert to manual injections for some unknown reason. Advised the spouse to call the help line with pump in hand to assist them and to determine what alarm the customer is receiving and why the customer removed the pump. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct.